Event description:
Report received from a clinical lab regarding an unidentified pt with a positive serum on the contrast combo hcg rapid test. The pt underwent an unspecified procedure for a suspected ruptured ectopic pregnancy based on their symptoms at initial presentation and the positive serum contrast result. During the procedure, ectopic pregnancy was not found, however a ruptured cyst was diagnosed. According to the reporter, the "same procedure would have been performed in either scenario." Info on the type of procedure and the pt's outcome was not provided. No pt injury was reported. Pt has no history of ovarian cysts or previous ectopic pregnancy. The only medication the pt took was motrin (ibuprofen). Contrast hcg testing was performed after the pt presented with abdominal pain. According to the physician, "with the positive test, the initial diagnosis was ruptured ectopic pregnancy." The pt underwent laparoscopy, during which an ovarian cyst was discovered and an ovarian cystectomy was performed. The physician stated the pt "would have had a laparoscopy either way." The physician reported the pt experienced no untoward effects due to the surgery.